Event description:
On (B)(6) 2019, during a pacemaker replacement procedure, the physician had issues inserting the currently implanted medtronic leads to the subject pacemaker. One hour after replacement and pocket closure, the patient, who is pacemaker-dependent, started feeling dizziness and, on an external ECG, pauses of several seconds without pacing were observed. The physician re-opened the pocket and noticed that leads were not correctly fixed to the pacemaker by the screws. He unscrewed and screwed once again the leads (until hearing the screwdriver clicking sound). After a while, pacing issues were observed again, so the patient was moved to another hospital, as an issue with the leads was suspected. Leads were found disconnected from the pacemaker. Electrical tests with a pacing system analyzer (psa) were performed and all measurements were normal. The physician attempted to unscrew and reconnect the leads, without success. Another pacemaker was implanted and the leads were correctly connected to it.

Event description:
On (B)(6)2019, during a pacemaker replacement procedure, the physician had issues inserting the currently implanted medtronic leads to the subject pacemaker. One hour after replacement and pocket closure, the patient, who is pacemaker-dependent, started feeling dizziness and, on an external ECG, pauses of several seconds without pacing were observed. The physician re-opened the pocket and noticed that leads were not correctly fixed to the pacemaker by the screws. He unscrewed and screwed once again the leads (until hearing the screwdriver clicking sound). After a while, pacing issues were observed again, so the patient was moved to another hospital, as an issue with the leads was suspected. Leads were found disconnected from the pacemaker. Electrical tests with a pacing system analyzer (psa) were performed and all measurements were normal. The physician attempted to unscrew and reconnect the leads, without success. Another pacemaker was implanted and the leads were correctly connected to it.